Event description:
It was reported that, "1 year post surgery patient began experiencing pain in right leg emanating from his right hip down to his knee through the thigh/front of the leg. The patient has been back to the surgeon a number of times as well as other medical professionals. The surgeon says the x-rays are perfect. Patient would like to know if any of her implants are under recall."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.